Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported fluid intrusion. Evaluation revealed corrosion on the wireless module flex and radio pcb as a result of fluid intrusion which caused the components to fail, rendering the unit irreparable. The device was removed from service.

Event description:
It was reported that a spectrum infusion wireless battery had fluid intrusion. It was also reported that there was no patient injury.